Event description:
It was reported that there was a loud noise at the tube side of the 9800 system c-arm. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the x-ray tube. The system was tested and found to be working as intended and placed back into service.